Event description:
Discordant, falsely high sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the ion selective electrode (ise) syringe, the stirrer motor, the thermistor, tubing, pump and electrodes. The cause of discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.